Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Provider states the lower right side bottom internal attaching hardware or rivnuts for the mounting pins is missing. Cannot attach mounting pins on to hold lower portion of back cushion on back of chair. MDR filed.